Event description:
It was reported that the cuff component of the portex® endotracheal tube was not deflating upon extubation. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Information was received that this issue may have occurred with more than one device, but could not confirm further details. The customer could not determine the total quantity of device(s) involved.